Event description:
A 3.5f urinary arterial catheter (uac) was placed by the doctor. The line had difficulty from the beginning reading a correct blood pressure. We spent time troubleshooting the line. We reflushed, rezeroed and repositioned the line with no improvement. We eventually decided to replace the transducer. After replacing the transducer it was discovered that the uac had a split in the line near the hub. Blood had backed up the line and was leaking on the bed. We found this within minutes and the baby lost less than 1 ml of blood. We notified the doctor immediately and he came and replaced the line. We saved the lot number and the actual line and delivered it to the manager.